Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (324 mg/dl). Reportedly, customer has recently adjusted their basal settings. Customer delivered a bolus to stabilize blood glucose levels. Recommendation was made to discuss pump settings adjustment and diabetes management with their health care professional.